Event description:
A patient implanted with evoke leads underwent a lead revision. An x-ray identified that the lead had migrated upwards (cranial). On (B)(6) 2022, a lead revision was performed. It was noted that lead migration was identified through x-ray in (B)(6) 2022. The lead had migration upwards (cranial).